Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The fse replaced the ise buffer valves (part number mu7640) to resolve the issue. (B)(4). Patient demographic information was not provided. Patient data was not provided. (B)(6).

Event description:
The customer reported the generation of false high ise (ion-selective electrode) patient results on the au5800 clinical chemistry analyzer. The results were released from the laboratory. There was no change in patient treatment in association with this event.